Event description:
The customer stated they received a spoken result of 352 mg/dl and friend stated they observed a result of 280 something on the screen. The memory was checked and the customer stated the result was 352 mg/dl. The customer stated that maybe their friend was looking at the result upside down. No treatment was received. The customer was using expired glucose strips and no controls were in use. A request was made for the return of the suspect device and replacement product was sent.